Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 22 previously reported events are included in this follow-up record. Product return status 2 devices were received. 12 devices were not available for evaluation. 8 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 22 malfunction events in which the device reportedly had a decrease in pressure. - 2 events had no patient involvement; no patient impact. - 12 events had patient involvement; no patient impact. - 8 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 22 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 10 devices were not available for evaluation. 10 device investigation types have not yet been determined.

Event description:
This report summarizes 22 malfunction events in which the device reportedly had a decrease in pressure. 3 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 8 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 22 events were reported for this quarter. Product return status: 9 devices were not available for evaluation. 13 device investigation types have not yet been determined. Additional information: 22 devices were labeled for single-use. 22 devices were not reprocessed or reused.

Event description:
This report summarizes 22 malfunction events in which the device reportedly had a decrease in pressure. 3 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 8 events had insufficient information received.